Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The frame was returned for evaluation, and subsequent testing verified the complaint. The weld was broken at the bottom rear. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Cracked completely through where the back cane is welded to the lower horizontal tube.